Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported there was no cause of the motor stall mentioned. There was no symptoms noted and the pump was replaced to resolve the motor stall issue and catheter occlusion. (B)(6).

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the catheter found a procedural non-conformance of the catheter body where a kink was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (6.0 mg/ml at 3.7552 mg/day), bupivacaine (20.0 mg/ml at 12.517 mg/day), baclofen (600.0 mcg/ml at 375.52 mcg/day), and clonidine (250.0 mcg/ml at 156.47 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. It was reported the patient reported being unable to activate the personal therapy manager (ptm) as the device displayed an 8476 error code indicating a motor stall on (B)(6) 2017. The patient presented to the clinic the following morning and the device logs revealed a pump motor stall at 14:00 and motor stall recovery at 16:19 on (B)(6) 2017. The patient was provided with oral medication to use only if the pump stalled again. No patient symptoms were reported. The pump was explanted/replaced on (B)(6) 2017. During the replacement surgery a catheter access port contrast study was performed which revealed an occluded catheter tip. The catheter was spliced, replacing the spinal segment at that time. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.